Manufacturer narrative:
It was confirmed that noise and vibration were occurring when the blower was running and also affected the waveform data. Replaced blower assembly and confirmed that the issues were resolved. No other abnormality was confirmed. The unit was checked overall, cleaned, run in tests, and functionally tested. The software version is 2.30 was also confirmed. The blower assembly was returned for failure investigation. Visual inspection of the blower assembly's outer surface revealed no evidence of damage or contamination. The blower assembly's end cap was removed, and a visual inspection of the impellers and surroundings did not reveal any signs of rubbing damage or contamination. The blower assembly passed all testing. The reported complaint of a blower assembly noise was not duplicated. There were no faults found with the blower assembly.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 02nov2020.

Event description:
The customer reported a noisy unit. There was no patient involvement.